Event description:
It was reported to philips that the flexvision pc failed to boot up. The system was in clinical use. There was no harm or injury reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system would not power on. Troubleshooting actions showed a problem with the flexvision pc. Restarting the system did not resolve the problem. The root cause of the issue could not be determined. The fse replaced the bios battery of the flexvision pc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.